Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, high voltage cable, snubber board, and the temperature sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was making a popping noise and intermittently had a blank screen. This issue cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.